Event description:
A non-healthcare professional reported with a description that doctor had noted scratch from loading the intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3. And h.11. The sample was not returned. A photo was provided of an implanted lens. The haptics were not visible orientation could not be determined. There was a linear shadow near the edge on the right side. This may be a scratch. Unable to verify from the photo. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens and cartridge information was not provided. A company handpiece and a viscoelastic were indicated. Without the lens and cartridge information, it cannot be determined if a qualified combination of products were used. Based on our observation of the provided photo of the implanted lens, a linear shadow was observed near the optic edge on the right side. This may be a scratch. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).